Event description:
Event description cpi received information that this patient with a bipolar lead (atrial) was experiencing 'near syncope'. The lead was removed from service due to oversensing and inappropriate pacing.